Manufacturer narrative:
Additional information was added to h6 . H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set with duo-vent spike leaked saline solution. The process step at which the issue occurred was not specified. There were no reports of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
D4 lot number: the lot # is unknown; however, the reporter indicated that the lot # ends in 8024. D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.